Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patients lead had high impedance. It was also noted that the patient was frequently charging the ipg. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients lead had high impedance. It was also noted that the patient was frequently charging the ipg. The patient will undergo an ipg and lead replacement procedure.